Event description:
It was reported that the stem inserter became stuck and would not disengage from the stem causing a surgery time delay of 30min - 1 hour. The device was eventually disengage and was found to be functioning as intended.